Event description:
A 1.1mm stryker wire pass drill used for drilling a hole in patient's right orbit to secure a prosthetic eye via suture. While drill is being used the bit broke in the patient's orbit. The orbit was inspected and after probing with a single acting rongeur the broken drill bit was retrieved. The length of the entire drill bit piece and the remaining part of the drill bit was measured for the entire length. It was stated by the surgeons that the entire drill bite was retrieved and no portion was left inside the orbit.